Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the caller knew of a case where a patient's ins "exploded" in the patient during an MRI. No symptoms were reported. No further complications were reported.